Event description:
Heart monitor/defibrillator having pacing capability via therapy cable and combination monitoring, defib, pacing pads. During a cardiac arrest call, this device was unable to deliver pacing to a pt when said pt developed a sinus bradycardia. The device displayed an alarm, and failed to detect properly placed electrodes via the therapy cable. The device had functioned properly during a call immediately prior to this event. After replacing the therapy cable, the device again functioned normally.